Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an abdominal surgery there was an issue with loading the cartridge in addition to a firing issue. The firing issue was that the knife got stuck in the reload, couldn¿t be returned. There were no patient consequences or change in post-operative care mentioned.

Manufacturer narrative:
(B)(4). Date sent: 01/12/2022. Additional information was requested, and the following was received: 1.could you please specified for each device malfunction which lot# belong to 1st issue and 2nd issue? 476a72 1st issue (cartridge loading + firing knob issue). 405a75 2nd issue (cartridge loading + firing knob issue + knife would not return). 2. Could you please clarify if there were any patient consequences? None mentioned. 3. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Not mentioned h11: corrected data = h1, h6. Upon review of the additional information provided in h10, it was concluded that device associated to lot 476a72 does not meet the defined criteria for a reportable event, and is being considered not reportable.